Event description:
During surgery, the reverse button would not shut off.

Manufacturer narrative:
Actual device not evaluated because the device hasn't been returned to stryker. Evaluation of the device will be conducted and reported in the follow up.